Manufacturer narrative:
Inspection by the customer determined the ventilator had a defective battery. No patient information available at time of MDR submission. Device serial number: information not provided and not available at time of MDR submission. Report source other: user filed mewatch mw5068529. The date of device manufacture was not available at time of MDR submission.

Event description:
Per medwatch mw5068529: "patient was on a ventilator for respiratory failure. Patient being transported for a MRI of the brain when the portable ventilator he was on for the transfer failed. The patient then required ventilation via ambu bag by respiratory therapist. Inspection determined the ventilator had a defective battery."